Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician had difficulty slitting the sheath. The physician indicated that part of the plastic hub broke off and the sheath sheared towards the tip of the catheter. No patient complications have been reported as a result of this event.